Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, the clip attached onto tissue in the duodenum but would not release from the catheter. The catheter was cut and a boston scientific snare was used to remove the clip from the tissue. There was slight tissue trauma at the site, however no injury. The clip was left to pass naturally and the procedure was completed using another resolution clip. No patient complications were reported as a result of this procedure.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiration date. (B)(4) for the reported event of clip would not release from catheter. A review of the device history record could not be performed since the lot number was not provided in the complaint. According to the complainant, the suspect device has been disposed and is not available for return. Therefore, a device evaluation has not been performed. The reported malfunction of clip would not release from the catheter could not be confirmed and the root cause of the reported issue could not be determined. If any further relevant information is received, a supplemental MDR will be filed.